Event description:
The customer called to report low and high bgs. The customer informed that the paramedics treated pt at home. The customer was unconscious. Troubleshooting was performed. The programming in the pump was correct. The customer indicated that the date was off by one day. Assisted the customer to reprogram the date. The customer stated that they would treat high bgs with a correction bolus. Also, it was mentioned that the alarm history showed two different alarms. The customer was aware of the alarms and did change the set and the site after receiving one of the alarms.